Event description:
Pt reports ms3 pump serial number (B)(4) started to alarm low cartridge several hours before she was due for her cartridge change. Pt was able to successful switch to replacement pump with new cartridge without having any interruptions in therapy. No other info is known. Error occurred while in use but did not result in any harm to the pt. Pump will be returned to pharmacy and pharmacy will send pt replacement pump. Dose or amount: 27 ng/kg/min, frequency: 0.024 ml/hr, route: sq. Dates of use: from unk to ongoing. Diagnosis or reason for use: (B)(4).